Manufacturer narrative:
The insulin pump was received with frozen screen when starting up and constant tone after battery was installed problem isolated to interface board. Analysis was unable to verify for watchdog timeout alarm due to frozen screen anomaly.

Event description:
The customer reported via phone call that they received a watchdog timeout alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that they were unable to clear the alarm and could not rewind the insulin pump. The insulin pump was returned for analysis.